Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown. It also stated that the belt clip was broken. The customer was in her car when she went to put her seat belt on, insulin pump stared beeping. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with a blank display due to corroded electronic assembly. The motor assembly found with traces of corrosion. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to blank display. Unit was received with cracked case on the back at the battery tube area. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Unit was received with a blank display due to corroded electronic assembly. The motor assembly found with traces of corrosion. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to blank display. Unit was received with cracked case on the back at the battery tube area. Unit was received with minor scratched display window, case and keypad overlay.